Event description:
It was reported that the user experienced hyperglycemia with a highest reported blood glucose of 234 mg/dl that persisted for approximately five hours despite ilet pump dosing, with no device alerts noted and no visible issues with the cartridge, connector, tubing, or teflon 6 mm 23 in infusion set; the user performed a full supply change per troubleshooting and was advised to allow the pump to correct. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention and nonmedical assistance from the user¿s spouse out of kindness. Investigation included complaint handling, troubleshooting guidance, and user education. Investigation of this case revealed no device malfunction observed or reported and no component abnormalities identified, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.